Event description:
During venipuncture, protective sheath exposed needle allowing blood to run continuously while blood collection tubes were interchanged. Size: 21g x 19mm. Manufactured date: 04/2015.